Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered the glue on the forceps cover to be peeling and the bending section glue was found to be cracked. Additionally, there are multiple broken elements on the device. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility returned an asset evis exera ii ultrasound gastrovideoscope to the service center. Upon inspection and testing, it was observed that the forceps cover glue was peeling and cracked due to handling issue. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 5 years since the device was manufactured, based on the results of the legal manufacturer's investigation, it is likely the peeling was due to age-related deterioration and long-term use resulting in the development of the phenomenon due to application of external forces such as strong rubbing against the area during normal use (including reprocessing). The following verbiage is identified within the instruction manual regarding the inspection of the endoscope: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance of this device.